Event description:
The customer contact reported that during testing at the user facility, unrestricted flow was noted when the door was opened. There were no reports of any adverse patient events while the device was in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
A field service rep performed testing and investigation at the user facility, and found the device had unrestricted flow. This was due to a broken regulator closer from a possible impact in the field.